Event description:
Used the ivus catheter as per usual and it worked fine in the vessel- visual and all parts worked. After ballooning the area it was set to record it paused, it kept pausing by itself after several attempts it still kept pausing. So, a new device was used and worked fine.